Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gyn procedure, the active blade on the device broke when it was cleaned. Another device was used to complete the case. There were no adverse consequences to the pt.